Manufacturer narrative:
The instrument was returned for evaluation. Probe bent in multiple locations from ~30 mm to end of tip; approximately 20mm of the tip missing and not returned for analysis. Microscopic examination of fracture revealed a relatively flat, quasi-brittle fracture surface with some evidence of fatigue. The bent tip, nature and location of fracture the surface suggests failure due to a combination of non-critical bend stress overload and fatigue.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that the tip of the probe broke during use in the patient. The tip was retrieved from the patient; no patient complications were reported.